Manufacturer narrative:
The customer¿s report of the tpn (250ml) filter leaked around the 2 areas on the back of the filter was confirmed and replicated on extension set model 20127e. Functional testing observed leaking out of both filter vents on the set¿s micron filter. Visual inspection observed no damage to the filter¿s membrane or housing. Set model 10012283 was not received from the customer for inspection and testing. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leaking was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Event description:
It was reported that the tpn (250ml) filter leaked around the (2) areas on the back of the filter. Yesterday, a parent complained of being able to smell the tpn in her baby¿s bed and she was concerned that the filter was leaking¿. The rn opened a sterile 2x2 package and placed the filter inside the package and folded over the paper of the package. The rn re-checked it after an hour, but there was no leak. The rn transferred the baby out of the bed for the mother to hold and shortly after, the tpn tubing leaked from the filter. The customer stated; ¿if you position the filter with the back side up and level eventually you will have 2 distinct drops of fluid around this area". It was further confirmed during follow up, that there was no patient harm as a result of this event. A note attached to product that stated: "this was on a PICC 19 fr. Leaking tpn filter. I don¿t have lot for this tubing. Tubing changed on (B)(6) at 0400 on (B)(6) confirmed filter leaking. Filter leaking from area around the 2 round disks on the back side. The leak was small does not pour out. If you position filter with the back side up and level eventually you will have 2 distinct drops of fluid around those areas".